Manufacturer narrative:
The device was returned for evaluation. The device was received with battery voltage above eri level. Visual inspection of the header did not find any anomaly. Electrical and mechanical analysis performed indicated normal functionality. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient died on (B)(6) 2025 due to heart disease. No additional information was reported.